Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer usb port. The customer's blood glucose (bg) was 145 mg/dl. Reportedly, the customer did not have the tandem t:connect uploader software installed on the computer. Multiple contact attempts were made by tandem technical support to determine if the issue persisted after installing the t:connect uploader software; however, no additional information could be obtained.